Event description:
On (B)(6) 2012 the patient contacted animas via email to report that her blood glucose had been running higher than usual and alleged that the subject pump was not delivering insulin properly anymore. There was no mention of symptoms or medical treatment received for hyperglycemia. Animas product support made multiple attempts to reach the patient to obtain additional information regarding the alleged high blood glucose excursion and to review/troubleshoot the subject pump; however, were unsuccessful in their attempts. Based on the information provided, there is no evidence that the patient developed signs/symptoms suggestive of a serious injury while on insulin pump therapy. However, this complaint is being reported because the patient alleged that the pump was not delivering insulin properly.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the total daily insulin delivery were reviewed and they correctly reflected the users programmed basal rates. There were no alarms or pump conditions indicating a malfunction were recorded in the black box or alarm history. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and accurately recorded in the pump history. No functional defect was found with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.